Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received an unexpected restart alarm and blank display. The customer¿s blood glucose level was in the 261 mg/dl at time of incident. Customer reported that the insulin pump alarmed and turned off and was unable to turn it on. The troubleshooting was performed and reported a cracked in the pump due to problems during battery cap removal. The insulin pump will not be returned for analysis.